Event description:
It was reported the right ventricular lead had slowly rising thresholds that were now high and no sensed r-waves on sensing assurance. It was noted that the impedance was within normal limits. The lead will continue to be monitored closely and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device, have analyzed the data and no anomalies were found. The impedances appear normal and stable, thresholds appear high.